Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms on the second inflation. The number of atms reached on the initial inflation is unk. The lesion being treated was a calcified lesion in the distal right coronary artery (rca). A choice pt ms guidewire and a a 6f luncher al.075 guide catheter were also used in the procedure. The leasion was successfully expanded by a ryujin balloon catheter of the same size, inflation to 11 atms without rupture. No pt injuries or complications were reported. Pt status is reported as 'good'.